Event description:
The lay-user/pt contacted lifescan (lfs) in jan 2006, alleging that her test srtips were damaged. The patient experienced symptoms, which consisted of feeling thirsty, hungry, dry skin, blurred vision, sweaty, nausea and frequent urination. She tested her blood glucose and received a 362 mg/dl and a 562 mg/dl. Readings were taken less than 10 min from one another. The patient ate food and/or drank a beverage, after attempting to use the meter. The patient did not test her blood glucose on another device and contacted emergency services and was treated with an intravenous (contents unk). The technique of applying blood on the test strip was correct. The test strips were not expired; however, she had stored the test strips in a red plastic container. Storing the test strips incorrectly can lead to false blood glucose readings. The patient mentioned when she opened up the vial the test strips were bent. A customer care agent (cca) sent the patient a replacement vial of test strips. No further information was provided. It would have been helful to know the patient's diabetes regimen, readings prior to the incident, what was in the IV, diagnosis and wheter the bent test strips were from the original vial or from the red plastic container. The complaint is being reported, since the patient reported damaged test strips and was treated with an IV by a medical professional.